Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to replicate the failure. In order to fix the issue, the fse replaced the power on/off cable assembly. The unit was then suitable for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when trying to turn on the equipment, the cs100 intra-aortic balloon pump (iabp) unit sometimes does not turn on. There was no patient involvement.